Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device so the reported complaint could not be confirmed.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator generated a battery alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional information was received that the battery was replaced and the ventilator was returned to use. If information is provided in the future, a supplemental report will be issued.